Manufacturer narrative:
Failure analysis confirmed button error alarm due to corroded keypad traces. Also, the unit was received with moisture damage on the lcd glass.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer stated there is a crack on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.